Event description:
The recipient's device was reportedly explanted due to undergo a MRI. Additionally, the recipient was a non-user since 2014 due to lack of benefit. The recipient will not be reimplanted. The recipient's device will not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly healed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.